Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose stem, pain, and metallosis. Records are available for further review the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and difficulty ambulating. Date of implant has also been provided. An unknown liner and head are now being reported to address these issues. Update has been electronically attached to the complaint document. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose stem, pain, and metallosis. Records are available for further review. Update rec'd (B)(6) 2014 - medical records received. After review of the revision operative note it indicated metallosis and stem loosening. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).)